Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system and driven with in-house instruments. No issues were observed and the unit passed system test. Fitness test was performed and the unit failed. After running calibrations and adding grease for low friction post sine cycle failures, the mentioned tests passed. 1hr slow speed sine cycle on the wrist pitch axis was performed and passed. 23062 error was not observed during fitness testing. Additional finding of failure for slow gravity balance test was observed. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of this investigation, failure analysis has concluded that sensor errors on the wrist pitch motor and the slip ring were found to be the root cause of the reported event.

Event description:
It was reported that during a training/demo of the da vinci system, error 23062 occurred continuously and caller requested a system check. Technical support engineer (tse) confirmed that error 23062 was related to the master tool manipulator right (mtmr) wrist pitch. There was no report of patient involvement.